Manufacturer narrative:
A lot number was not reported for this event. Consequently, a review of the manufacturing paperwork could not be performed. Pt had known sensitivity to heparin. Per product instructions for use, this use is contraindicated. A stated, "do not use the gore viabahn endoprosthesis with heparin bioactive surface in pts with known hypersensitivity to heparin, including those pts who have had a previous incident of heparin-induced thrombocytopenia (hit) type ii." Two gore viabahn endoprostheses devices were implanted. Device 1 - MFR report # 2017233-2013-00595. Device 2 - MFR report # 2017233-2013-00596.

Event description:
The pt presented with critical limb ischemia and thrombosis in the right lower extremity. A declotting procedure was performed and two gore viabahn endoprostheses devices were implanted in the right common iliac artery and right superficial femoral artery. A bare metal stent was also implanted in the profunda artery. The pt was then admitted and an ekos catheter was used overnight in an attempt to break up the thrombus. The pt lost motor sensation overnight. The next day, the pt had a cold foot below ankle in the morning. Although the viabahn devices were patent no flow below the knee was present. A balloon was used to open the popliteal artery and a bare metal stent was implanted in the popliteal. The popliteal occluded immediately afterwards. The physician elected to perform a right below the knee amputation. After reintervention/amputation, the pt did not return for follow-up.